Event description:
Explant of allograft - in 1996 pt presented with aortic insufficency and left ventricular hypertrophy secondary to a congenital bicuspid valve, underwent a ross switch procedure (native aortic valve removed and native pulmonary valve moved to aortic position, allograft pulmonary valve implanted in pulmonary position) using a 27mm pulmonary valve and conduit in 1996. On 8/25/1999, pt presented with aortic regurgitation and pulmonary stenosis. The original pulmonary homograft was explanted and another cryolife allograft implanted. Additionally the native pulmonary autograft was explanted and replaced with a cryolife allograft.